Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient had an open wound as the patient had a cyst that popped and the vns generator was now exposed. The patient was prescribed antibiotics for the wound. An update was received that the patient's generator and 90% of the lead were explanted. Attempts were made for further information, and clinic notes were received from the physician's office. Per the received clinic notes, it was confirmed that the patient had infection at the vns site and that the device was partially exposed due to the burst cyst. The vns was fully explanted and the patient was being treated for infection with antibiotics. No further assessments of the cause of the cyst or infection were provided from the notes. Device history records were reviewed for the devices, and it was confirmed that the devices were sterilized prior to distribution. No additional relevant information was received to date.